Event description:
Caller alleged discrepant results with the inratio 2 meter. Date: (B)(6) 2012, inratio results: 7.5, 2.0. Therapeutic range was not indicated for patient. There was no additional information provided.

Manufacturer narrative:
User did not provide lab testing result for direct comparison with provided inratio results. Insufficient information provided to determine conformance to established accuracy standards. Further comparative analysis is not possible. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 7.5, inratio: 2.0, mean: 4.75, sd: 3.89, %cv: 81.88, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. Invalid strip lot information provided. No product associated with the complaint is expected for return. No further investigation is possible. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. No strip lot information was available and no product was expected to be returned, further investigation for product performance could not be performed. The root cause could not be determined. This issue will be subject to tracking and trending.